Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering actuated the device, all remaining clips loaded and closed properly. It was noted that excessive debris was released with each actuated. The unit was disassembled, the jaws were found to have a gap wider at the back than at the front of the jaws. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. Although engineering was unable to replicate the customer's experience, the widening of the gap between the jaws increases the probability of incomplete clip closure. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding and closure during manufacturing prior to packaging. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical has recently implemented device improvements which are intended to reduce the potential for this type of incident to reoccur. This document represents our final report.

Event description:
"This is a complaint from the market. The physician experienced a clipping failure when he pulled the trigger in a normal manner. The intended procedure was successfully completed with a new ca090 without a clipping failure. No patient injury has been reported. The actual defect unit was returned to olympus and visually inspected. No visible damage was found on the unit. Please analyze this complaint phenomenon and review the device history record." Patient status - "no patient injury."

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.